Manufacturer narrative:
The reported event of unable to loosen the a-setscrew to disconnect the a-lead was confirmed. Epoxy was confirmed to be the substance found in the a-connector block threads. A manufacturing anomaly may have occurred that left or caused the epoxy to be in the connector block threads. Actions have been taken to prevent reoccurrence.

Event description:
Related manufacturer reference number: 2017865-2021-24222. It was reported the asymptomatic patient presented for an implant procedure. During surgery, after initial placement the atrial lead became dislodged. The physician tried to replace the lead but the set screw on the device could not be loosened. The device and lead were explanted and replaced. The patient was stable.